Event description:
Revision surgery - due to poly swap /significant adverse event.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00118; (B)(4), s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.